Event description:
The customer allegedly observed damage to the defibrillator from overheating and burning of the system pcm assmebly near the j3 connector. There was no pt involvement with the reported event.